Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement. On (B)(6) 2018 service found the pump had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, if information is provided in the future, a supplemental report will be issued.